Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the device history indicated several replace battery alarms with code 128 due to partially discharged batteries being inserted by the user. During investgitation, moisture corrosion was observed in the battery canister and on the battery cap. The pump was powered on and a cs128 alarm was emitted when confirming the verify screen with both the returned cap and test cap; short battery life was duplicated. Further testing was not able to performed due to the recurring alarm. The pump¿s cover was removed and no further moisture corrosion or any intermittent condition was found to the power circuit or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.